Event description:
It was reported that the insertable cardiac monitor (icm) needed to be explanted due to patient pain under the breast. Another device was implanted successfully. There is no return information for the explanted device. No adverse patient effects were reported.